Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H10: this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00179. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator indicating that the battery was not charging. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the battery was not charging. First battery attempted to be charged was left charging all day and the voltage only went to 14.3v. The second battery, which was brand new, was placed in to charge overnight. When checked, the battery was showing 14.8v on new battery. The rse went through troubleshooting with the customer. The customer was instructed to make sure the power cord was functional. Next the customer should: verify 24v at the power supply, with ac power disconnected remove j1 from power management pcba, reconnect ac power, verify there was 24v present between the orange and brown wires of power supply harness connector, and finally if 24v was present replace the pcba. If 24v not present, the customer would have to proceed to the next step: verify ac power is present disconnect ac power, remove emi shroud, reconnect ac power, verify that ac voltage is present between the blue and brown wires coming from the ac inlet, and if ac power is present then replace the power supply. Finally, if ac power is not present then replace the ac inlet. This concluded the remote service provided to the customer by the rse. Good faith efforts (gfes) are being completed to confirm parts replacement and resolution of the issue. This investigation is ongoing.